Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s label sticker was off colored from wear. The customer also reported that they believed the insulin pump was overheating. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored in 2 days and no heating up on pump noted. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No damage found on the lcd isolation tape noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.